Event description:
Boston scientific received information that the right atrial (ra) thresholds had increased from 1.4 v to 5 v. The patient implanted with this ra lead reported symptoms of fluttering near the device site. A revision procedure was performed and the ra lead was confirmed to be dislodged. The ra lead was unable to be repositioned, as the helix mechanism would not extend into the heart muscle. A new lead was implanted. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection in the lead confirmed a cut in the insulation 255mm from the terminal pin. This cut resulted in an unsuccessful pressure test. Additionally, dried body tissue was entwined in the helix, which could have led to fixation difficulty.